Event description:
Related manufacturer reference numbers:2017865-2022-44919 and 2017865-2022-44920. It was reported that the patient was scheduled for an upgrade from pacemaker to implantable cardioverter defibrillator (ICD) for what appeared to be ventricular tachycardia (vt) recorded on pacemaker observed in clinic. Patient was brought into the electrophysiology (ep) lab for upgrade. A new right ventricle (rv) ICD lead was implanted. Existing low voltage rv lead was capped on (B)(6) 2022. Physician connected the new rv ICD lead to the device and when the physician connected the existing right atrial (ra) lead to ICD, the abbott representative observed a very short pr interval and ventricular pacing morphology when pacing the existing ¿ra¿ lead. Abbott representative instructed the physician to pause and confirm serial numbers. When the serial numbers were read off it was noted that the leads had been inadvertently switched in the pacemaker at generator change last year; the rv lead had been in the ra port and ra lead in the rv port. The vt that had been recorded on the pacemaker was actually atrial flutter. The ra lead was uncapped and correct rv lead was then capped. The correct ra lead was then connected to the ICD. The physician elected to continue with upgrade, as the new rv ICD lead was already implanted. Patient was stable before during and after procedure.

Manufacturer narrative:
The device was returned without identified device or use problem. The device was received with normal telemetry and output. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found in normal range. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.